Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump emitted call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history indicated cs064 alarms had occurred. During testing, the pump was unable to rewind the piston; the pump emitted a cs04 alarm during the first load step attempt. Additional testing could not be completed due to the cs064 alarm during the load step. Inspection revealed a frozen motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.